Event description:
It was reported the patient is without stimulation and experiencing auto-reducing. Diagnostic testing revealed impedance readings were within normal limits. Reprogramming was unable to provide the pt with effective stimulation. X-rays were to be ordered and the patient is to follow-up with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.